Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced elevated blood glucose levels after a cadd cleo infusion set event and suspected that insulin had not been delivered for an unknown period due to the infusion set becoming disconnected. The patient's glucose level had risen before beginning to decrease. There were patient involvement and no patient harm. This malfunction could result in insulin leakage, interruption of insulin delivery, and potentially affect the patient.